Event description:
On (B)(6) 2014 the lay user/patient in USA contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose readings of 450 mg/dl, 320 mg/dl and 250 mg/dl on the reported meter within an unspecified time period. No information was provided about the patient¿s test strips or testing technique. The patient did not experience any symptoms and denied seeking medical attention. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for precision testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.